Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was having a MRI and the area to be scanned was the l-spine and that was where the implant was. It was noted that it was also the area where the pain was located. The reporter noted that the implant was dead but the patient did not bring their patient programmer to the MRI. It was noted that the implant worked and was charged for the first 6 months, but then apparently had a lack of efficacy. The reporter noted that specifically, the implant was uncomfortable for the patient while sleeping. It was further reported that the patient did not have the MRI. It was noted the patient had a computerized tomography (CT) because the health care professional did not want to wait for the patient to charge the device. It was further reported that the patient would be having the stimulator explanted on (B)(6) 2014. It was noted that it was not helping the patient and he wanted it out. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.